Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the post on the provisional fractured.

Manufacturer narrative:
Visual inspection of the returned device confirms that it is cleanly fractured into two fragments and that one of the pieces was not returned. The anterior-lateral corner of the central post has fractured off. There are signs of wear and tear from use as well. The device is used for treatment. A product history search was conducted for this part and lot number combination and found no additional complaints. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.